Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the pocket fill was confirmed and per the physician, he drained out about 20cc of fluid from the pocket site. The rep also clarified that the patient experienced symptoms of sleepiness, nausea and weakness. It was further reported that the event resolved following the pump replacement on (B)(6) 2023 and a new pump and catheter was implanted. The rep also indicated that the patient was more alert and awake now. It was also reported that the catheter was replaced. The rep indicated that the device was not returned and it was still with the hospital. The rep did not have possession of the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2023 product type catheter; ubd: 2012-10-25; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the physician saw that the catheter had what appeared to be a small hole in the catheter a small distance from the connector piece and to be safe wanted to replace the catheter as it was originally implanted in 2011-05-25. It was also indicated that the hospital kept the explanted product and had their own analysis done before they are able to get it from the hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient receiving intrathecal baclofen (2,250 mcg/ml at 500.5 mcg/day) via an implanted pump for an unknown indication for use. It was reported that there was a possible pocket fill. It was reported that the patient had their pump refilled on (b)(3) 2023 earlier in the day and they went to a surgical consult appointment the same day with his neurosurgeon where the patient starting feeling ill and had to be transported to the emergency room (ER) via ambulance. There were no known environmental, external, or patient factors that may have caused or contributed to the event. No diagnostics/ troubleshooting were performed. It was reported that the patient was scheduled for a pump replacement on (b)(3) 2023 with a possible catheter replacement as well. The issue was not resolved at the time of this report. The patient's status was "alive- with injury". The patient's weight and medical history were asked but unknown.